Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery noticed that the lens haptic was partially torn after injection. Lens was still inside patient eye. Additional information has received it stated that there was no impact to the patient.